Manufacturer narrative:
The initial MDR was filed as MFR. Report (B)(4). Additional review showed the correct manufacturing site was site (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (confirmed via healthcare provider) indicated the healthcare provided was not aware of a "video x-ray" being performed. It was confirmed the pump was replaced on (B)(6) 2017. A provided session data report from (B)(6) 2017 confirmed the motor stall and stopped pump may exceed tube set message (no pump logs were provided). The pump was used to deliver baclofen (3000.0 mcg/ml, 1451.5 mcg/day). The pump would be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign consumer via manufacturer representative regarding a patient who received unknown baclofen (unknown concentration and dose) in an implantable pump for an unknown indication for use. On (B)(6) 2017, a video x-ray was performed for an unknown reason. After the scan, the patient's mother heard a "beep" on (B)(6) 2017. The reporter only heard one beep. No further beeps/alarms were heard. On an unknown date, the patient was hospitalized for withdrawal symptoms. The patient was treated twice with oral baclofen without an therapeutic effect. The patient was transferred to a children's hospital over that weekend ((B)(6) 2017 and (B)(6) 2017). Interrogation of the pump on (B)(6) 2017 indicated a motor stall and stopped pump may exceed tube set message occurred. The patient was given a higher oral dose of baclofen and was now doing fine. The pump was scheduled to be replaced on (B)(6) 2017. It was noted the pump was last refilled on (B)(6) 2017 (estimated refill date was at 35 days). No further complications were reported/anticipated.